Event description:
It was reported that the insulin pump had a keypad anomaly. The customer attempted to change the basal rates but the buttons got stuck. Customer changed the battery. Customer tried to change the basal rates again but the numbers started to scroll on their own and then the insulin pump alarmed battery out limit. The customer was unable to reprogram the time and date or fixed prime because of the keypad anomaly. The insulin pump was stuck on the time and date. The insulin pump alarmed button error as well. Customer's blood glucose level was 3.7 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery out limit alarms and minor scratches on lcd window.